Event description:
When the surgeon attempted to put the guiding catheter over the stent catheter, the stent would not re-enter the guide. Stent came off balloon catheter. Stent was pulled down to the right iliac to attempt removal through the sheath. Balloon inflated to pull stent back. When deflated balloon material remained in the stent, which was unable to be removed. Pt. To surgery.